Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited the minute ventilation signal on the right ventricular (rv) channel. The signal was not being sensed by the device. Boston scientific technical services (ts) recommended programming off the respiratory rate trend feature. At this time, the system remains in service and there have been no adverse patient effects reported.